Manufacturer narrative:
Correction: blocks b5 and h6: patient codes have been updated based on the additional information gathered from the medical records review on (B)(6) 2021. Block e1: this event was reported by the patient's legal representation. The implant surgeon is: (B)(6). The revision surgery physicians are: dr. (B)(6). (B)(6) hospital center. (B)(6). Block h6: patient codes e1715, e1309, e1906, e2401 and e1301 capture the reportable events of scar tissue, urinary retention, yeast infection, defecatory dysfunction and dysuria. Impact code f1905 captures the reportable event of revision surgery. Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the removed mesh is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage fit system was implanted into the patient during a transvaginal tape support procedure performed on (B)(6) 2010 to treat a stress urinary incontinence. On (B)(6) 2019, the patient went for an outpatient visit with a complaint of difficulty urinating, vaginal bulge, stress urinary incontinence, urinary urgency an urge incontinence. During an examination the patient was confirmed to have a rectocele. A ditropan was given to the patient to treat the patient's urinary condition. Reportedly, the patient also had a constipation and was recommended by the physician to take miralax and colace. According to the physician, the patient had to undergo a cystoscopy and urodynamic study (uds). The physician also considered a robotic-assisted sacrocolpopexy (rasc), posterior repair vs sacrospinous ligament fixation (sslf) and posterior but was concerned about the patient's vaginal length and bit of excoriation at cuff. On (B)(6) 2019, the patient underwent intra-abdominal voiding pressure, electromyography (emg), anal/urethral sphincter pads, and cystometrography with voiding pressure flow study. During the patient's urodynamic studies, the patient was asked to valsalva, cough, bear down or try to hold their urine. The urodynamic study (uds) procedure confirmed that the patient had a stress urinary incontinence and leak. Reportedly, the tolerated the procedures well. On (B)(6) 2019, the patient underwent a posterior colporrhaphy with perineorraphy, excision of vaginal mesh - sling removal and ilicoccygeus ligament fixation - extraperitoneal apical suspension to treat vaginal vault prolapse, rectocele, defecatory dysfunction,obstructive urinary symptoms, hesitancy, incomplete bladder emptying and recurring stress urinary incontinence. During the procedure, an adequate anterior support with moderate apical and significant posterior prolapse was noted at the start of the case. The patient has a foreshortened vagina about 5-6 cm and an excoriated scar tissue was noted at the cuff. Reportedly, a repair was not made in anterior wall since it did not showed any significant prolapse. Approximately, 2-3 cm of sub-urethral mesh was removed from the patient. At the end of the case, there was a good hemostasis and good anterior, apical and posterior vaginal support was noted. The patient was awoken by anesthesia without complication and transferred to pacu in stable condition. On (B)(6) 2019, the patient had a postoperative check up. No improvement was noted on the patient's urinary hesitancy and urinary incontinence. The patient was reported to soaking up at night. However, posterior pain was reported to be improving. The patient was advised to undergo for peripheral nerve evaluation (pne), bladder scan and post void. Reportedly, the patient was also prescribed to take diflucan to treat possible yeast infection. On (B)(6) 2020, the patient was noted to have a bothersome urgency, frequency and urgency incontinence. She woke up wet at night and hesitancy was also reported. Subsequently, the patient underwent a left and right percutaneous sacral nerve stimulation test. On (B)(6) 2020, the returned for wire removal. Frequency/nocturia has decreased. They reviewed her voiding history and she reported to have a 50% improvement.

Manufacturer narrative:
Correction: block b5 (event description) and h6 (patient codes/impact codes) have been updated based on the additional information gathered from the medical records review. Block e1: this event was reported by the patient's legal representation. The implant surgeon is: dr. (B)(6). The revision surgery physicians are: (B)(6). Block h6: patient codes e1715, e1309, e1906, e2401 and e1301 capture the reportable events of scar tissue, urinary retention, yeast infection, defecatory dysfunction and dysuria. Impact code f1905 captures the reportable event of revision surgery. Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the removed mesh is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage fit system was implanted into the patient during a transvaginal tape support procedure performed on (B)(6) 2010 to treat a stress urinary incontinence. On (B)(6) 2019, the patient went for an outpatient visit with a complaint of difficulty urinating, vaginal bulge, stress urinary incontinence, urinary urgency an urge incontinence. During an examination the patient was confirmed to have a rectocele. A ditropan was given to the patient to treat the patient's urinary condition. Reportedly, the patient also had a constipation and was recommended by the physician to take miralax and colace. According to the phycian, the patient had to undergo a cystoscopy and urodynamic study (uds). The physician also considered a robotic-assisted sacrocolpopexy (rasc), posterior repair vs sacrospinous ligament fixation (sslf) and posterior but was concerned about the patient's vaginal length and bit of excoriation at cuff. On (B)(6) 2019, the patient underwent intra-abdominal voiding pressure, electromyography (emg), anal/urethral sphincter pads, and cystometrography with voiding pressure flow study. During the patient's urodynamic studies, the patient was asked to valsalva, cough, bear down or try to hold their urine. The urodynamic study (uds) procedure confirmed that the patient had a stress urinary incontinence and leak. Reportedly, the tolerated the procedures well. On december 4, 2019, the patient underwent a posterior colporrhaphy with perineorraphy, excision of vaginal mesh - sling removal and ilicoccygeus ligament fixation - extraperitoneal apical suspension. During the procedure, an adequate anterior support with moderate apical and significant posterior prolapse was noted at the start of the case. The patient has a foreshortened vagina about 5-6 cm and an excoriated scar tissue was noted at the cuff. Reportedly, a repair was not made in anterior wall since it did not showed any significant proplapse. Approximately, 2-3 cm of sub-urethral mesh was removed from the patient. At the end of the case, there was a good hemostasis and good anterior, apical and posterior vaginal support was noted. The patient was awoken by anesthesia without complication and transferred to pacu in stable condition. On (B)(6) 2019, the patient had a postoperative check up. No improvement was noted on the patient's urinary hesitancy and urinary incontinence. The patient was reported to soaking up at night. However, posterior pain was reported to be improving. The patient was advised to undergo for peripheral nerve evaluation (pne), bladder scan and post void. Reportedly, the patient was also prescribed to take diflucan to treat possible yeast infection. On (B)(6) 2020, the patient was noted to have a bothersome urgency, frequency and urgency incontinence. She woke up wet at night and hesitancy was also reported. Subsequently, the patient underwent a left and right percutaneous sacral nerve stimulation test. On (B)(6) 2020, the returned for wire removal. Frequency/nocturia has decreased. They reviewed her voiding history and she reported to have a 50% improvement.

Manufacturer narrative:
This event was reported by the patient's legal representation. The implant surgeon is: (B)(6). The revision surgery physicians are: (B)(6). (B)(4). The removed mesh is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage fit system was implanted into the patient during a transvaginal tape support procedure performed on (B)(6) 2010 to treat a stress urinary incontinence. After the procedure, the patient had experienced a recurring stress urinary incontinence, rectocele, vaginal vault prolapse and obstructive urinary symptoms. On (B)(6) 2019, the patient underwent a posterior colporrhaphy with perineorrhaphy, excision of vaginal mesh - sling removal and iliococcygeus ligament fixation - extraperitoneal apical suspension. During the procedure, an adequate anterior support with moderate apical and significant posterior prolapse was noted. The patient has a foreshortened vagina about 5-6 cm and an excoriated scar tissue was noted at the cuff. Reportedly, a repair was not made in anterior wall since it did not showed any significant prolapse. Approximately, 2-3 cm of sub-urethral mesh was removed from the patient. At the end of the case, there was a good hemostasis and good anterior, apical and posterior vaginal support was noted. The patient was awoken by anesthesia without complication and transferred to recovery room in stable condition.